Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? What is meant by sto? The diagnosis and indication for the index surgical procedure? Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Results? Lot number? Other relevant patient history/concomitant medications? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent carpal tunnel procedure on an unknown date and suture was used. The suture was placed subcuticularly during operation with the knots tied on the outside. Knots were cut post-op 15 days in the clinic. After which, patient developed an infection (staph a) after sto of suture in clinic. Additional information has been requested.